Event description:
It was reported the programmer head was unable to interrogate a reveal xt device. The programmer head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Programmer head was unable to interrogate a reveal xt device using a known good programmer. Rf (radio frequency) head cable was twisted. Downlink sense power level test and uplink amplitude tests were out of specification. Rf head cable found out of electrical specification.